Event description:
Customer reported receiving no delivery alarms from the insulin pump during attempted insulin primes. Customer was unable to properly troubleshoot because he did could not do a complete set change. Advised to replace the set and reservoir as soon as possible. Advised that there may be an occlusion of the infusion set and/or reservoir in use. Replacement infusion sets and reservoirs were sent to the customer. The customer's reported blood glucose value was 165 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.